Event description:
A male patient contacted lifecor customer support to report that his lifevest system was telling him to call an ambulance. Support had the patient reinsert the battery pack and the device seemed fully operational. The patient downloaded the data and a lifecor doctor examined it. The doctor found a false asystole event. The side-to-side reading was very faint while the front-to-back reading was very noisy. In 2006, the patient contacted customer support to let them know that he did call an ambulance on two days earlier. The patient reported they took an ECG at the hospital and that everything was okay. Support asked the patient to complete a manual download to ensure the equipment was fully functional.

Manufacturer narrative:
The lifevest device involved in this event was not physically returned for evaluation but the ECG data and device performance flags captured by the device during the event were subsequently downloaded for evaluation.